Manufacturer narrative:
(B)(4). Correction: name, address and phone number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing coronary intervention on (B)(6) 2011 to his saphenous vein graft (svg) to the left anterior descending (lad) artery for the treatment of restenosis of a non-abbott stent. A dissection was noted after pre dilatation of a the restenosed stent with the voyager nc. The decision was made to use a graftmaster stent to treat the dissection of the svg to the lad. The graftmaster would not cross, and during removal from the patient, the stent implant dislodged and was removed with a snare device. The patient did well and the dissection healed without further intervention. The patient was returned to the cath lab on (B)(6) 2011 for treatment of the svg to lad. The patient was discharged on (B)(6) 2011 in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 19 mm graftmaster (B)(4), is being filed under a separate MFR number. The device was discarded. In this case, there was no reported product deficiency. The reported patient effect of dissection is listed in the voyager nc instructions for use as a known adverse event associated with coronary angioplasty procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.